Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit before and after a battery change and the display is blank. The customer's blood glucose reading was 400 to 500 mg/dl at the time of incident. Customer was advised that a new battery cap would be provided to them to rule out any possible issues and to call back if cap does not resolve the problem. Customer declined high blood glucose troubleshooting.